Event description:
It was reported that the procedure was to treat a lesion in the circumflex artery with heavy tortuosity and heavy calcification. Pre-dilatation was performed and the 2.5 x 28 mm xience v stent was implanted. After the stent was implanted, a dissection was noted. The 2.75 x 28 mm xience v stent was implanted for treatment; however, the dissection further extended; therefore, a 2.75 x 8 mm xience v stent was implanted and the dissection was treated successfully. The patient was released. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The 2.5 x 28 mm xience v is being filed under a separate medwatch report.

Event description:
Subsequent to the initial medwatch filing, additional information received. Pre-dilatation was performed and the 2.5 x 28 mm xience v stent delivery system (sds) was advanced, but did not cross the lesion. A dissection was observed, and the 2.75 x 28 mm xience v sds was advanced for treatment; however, the sds did not cross and the dissection extended further. A 2.75 x 8 mm xience v stent was implanted and the dissection was treated successfully. The patient was released. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4) - removed. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. The proximal shaft was separated; however, follow-up information with the account reported that there was no mention of it during the procedure and that it may have happened post-procedure during handling for return shipment. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.